Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer continued to use the pump for insulin therapy.